Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged the patient was hospitalized for a month and was treated with kidney dialysis. An unspecified pump malfunction was alleged. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient was hospitalized while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the pump history showed the pump was manually suspended and deliveries were never resumed. A ¿replace cartridge¿ alarm was recorded and deliveries were resumed. There were unexplained loss of primes. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. There were no alarms during investigation. The original complaint was unable to be duplicated.